Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture occurred. A non-bsc 6f 035in.12 x 40mm x 80cm stent was placed in the venous anastomosis of the left brachial vein graft. The 10 x 40mm x 75cm gladiator otw 6f balloon catheter was inflated throughout the stent. Anterior to the stent the balloon was inflated at 12 atms and burst. The device was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon material, identified a radial tear in the balloon. The tear was located at approximately 11 mm distal to the distal edge of the proximal markerband. The tear was not a complete circumferential but it did cover approximately 70% of the circumference of the balloon. An examination of the markerbands identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture occurred. A non-bsc 6f 035in.12 x 40mm x 80cm stent was placed in the venous anastomosis of the left brachial vein graft. The 10 x 40mm x 75cm gladiator otw 6f balloon catheter was inflated throughout the stent. Anterior to the stent the balloon was inflated at 12 atms and burst. The device was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).